Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report mitral stenosis. It was reported that a patient presented with grade 4+ mixed mitral regurgitation (mr), a pre-procedure mitral pressure gradient of 3mmhg, a dilated left atrium, and a restricted posterior leaflet. During device preparation of a steerable guide catheter (sgc), a leak was observed in the rotating hemostatic valve (rhv) of the dilator. The device never entered the anatomy and was discarded. A replacement sgc was used to complete the procedure. The procedure was continued and two nt mitraclips were implanted. The mr reduction was not satisfactory, and was reduced to grade 3. The mitral pressure gradient was high at 9mmhg. The physician was not satisfied with the results. There was no clinically significant delay. No additional information was provided.